Event description:
Us customer contacted cepheid to discuss one patient experiencing discrepant results with xpert xpress cov-2/flu/rsv plus. Patient sample was collected on (B)(6) 2023. Sample was tested on the cobas liat platform for sars-cov-2 which resulted as sars-cov-2 negative. This result was reported to the physician. Sample was retested for an unknown reason with xpert xpress cov-2/flu/rsv plus, on (B)(6) 2022, which resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative. Customer did not run the sample so they could not confirm if it was processed per the pi. Sample was stored at room temperature between tests. This result was reported to the physician, sample was retested again due to physician questioning the discrepancy in the results. Sample was retested with xpert xpress cov-2/flu/rsv plus on (B)(6) 2023 which resulted as sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Sample was processed per the pi. Sample was stored at room temperature between tests. This result was reported to the physician. Customer reported they do not know if any cross-contamination or sample mix-up may have occurred on the sars-cov-2 positive result. Customer confirmed the patient was symptomatic for covid-19 or respiratory illness at the time of testing. Customer confirmed there was no death, injury or deterioration in health related to the discrepancy. Customer was unable to provide test reports and curves due to it lab restrictions, however CT and cpf values for the pert results were provided.

Manufacturer narrative:
Us customer contacted cepheid to discuss one patient experiencing discrepant results with xpert xpress cov-2/flu/rsv plus. Patient sample was collected on (B)(6) 2023. Sample was tested on the cobas liat platform for sars-cov-2 which resulted as sars-cov-2 negative. This result was reported to the physician. Sample was retested for an unknown reason with xpert xpress cov-2/flu/rsv plus, on(B)(6) 2022, which resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative. Customer did not run the sample so they could not confirm if it was processed per the pi. Sample was stored at room temperature between tests. This result was reported to the physician. Sample was retested again due to physician questioning the discrepancy in the results. Sample was retested with xpert xpress cov-2/flu/rsv plus on (B)(6) 2023 which resulted as sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Sample was processed per the pi. Sample was stored at room temperature between tests. This result was reported to the physician. Customer reported they do not know if any cross-contamination or sample mix-up may have occurred on the sars-cov-2 positive result. Customer confirmed the patient was symptomatic for covid-19 or respiratory illness at the time of testing. Customer confirmed there was no death, injury or deterioration in health related to the discrepancy. Customer was unable to provide test reports and curves due to it lab restrictions, however CT and cpf values for the pert results were provided. This case involves a symptomatic patient who tested negative for sars-cov-2 on the cobas liat platform. The same sample was then tested on the xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive. A retest was done for a 2nd time on the xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative. The customer was informed that most likely interpretations of the combined data in potential cross contamination. Notably, the cepheid tests were carried out be different operators. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.